Manufacturer narrative:
Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead, extraction indication unk. The rv lead was successfully extracted. Beginning the extraction of the ra lead, a spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician used a spectranetics 14f glidelight laser sheath. The device advanced to the superior vena cava (svc)/ra junction but then encountered stalled progression. The physician switched to a spectranetics 11f tightrail rotating dilator sheath and was able to advance through the binding site and got to the tip of the ra lead. Traction/countertraction was then applied and the patient''s blood pressure slowly dropped. The tip of the ra lead would not release. When the physician was removing the 11f tightrail device to switch to a larger 13f tightrail device, the blood pressure dropped. Rescue efforts began, including notifying the CT surgeon and using a rescue balloon. The patient''s blood pressure somewhat stabilized. A significant effusion was noted on transesophageal echocardiography (tee) and a pericardiocentesis was attempted, followed by sternotomy. A posterior svc/ra junction perforation was discovered, several cm long. During rescue efforts, clotting issues were encountered and a large clot also formed in the left atrium. After the perforation was repaired, the surgeon had to make an incision into the aorta to gain access to the left atrium to remove the clot. Repair of the svc/ra junction perforation and removal of the left atrium clot took around five hours. Patient was placed on bypass, and afterwards was able to be moved to the cardiovascular ICU where she remained until she passed away eight days later on (B)(6) 2022. This report captures the 11f tightrail device, in use when the svc/ra junction perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.